Event description:
It was reported that the patient present to emergency department for possible right ventricular (rv) lead pacing failure. It was reported that the patient experienced a sudden spasm before receiving dialysis. An electro cardio gram revealed bradycardia with heart rate in the range of over 30 beats per minute (bpm). Device check revealed a lead integrity (lia) warning of high threshold, and pacing failure had occurred with output programmed at 5.0v/1.0ms. Upon setting changed to maximum output there was no ventricular capture. As a result, a temporary pacemaker was implanted. Chest x-ray revealed that the rv lead dislodged into the vicinity of the apex. Data measurement at implant of temporary pacemaker indicated varying impedance and threshold decrease. The rv lead was recommended for revision. During the revision procedure a decrease in impedance and threshold had occurred. The rv lead was re-positioned and there was no significant change in data. The rv lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).